Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) battery died . There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: e2.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: (medical device - problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit because customer stated device had no power when unplugged and battery was being used. Onsite checked logs and no unusual errors were found. No electrical failures were found. Unit was successfully ran on battery for two hours with no shut off. Unit returned to customer.